Event description:
It was reported that the device failed to power on using ac power or battery power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the sys/memory pcbs assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcbs assembly, and determined that root cause for the observed failure was an ic chip, designator u146, and fet transistors, designators, q135, q141 and q143, on the sys pcb assembly.